Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism (pe), deep vein thrombosis (dvt), caval thrombosis, retained fractured strut, failed removal, filter tilt and embedment. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and/or occlusive thrombosis or occlusion within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without post implant images for review, the reported filter tilt and fracture could not be confirmed, nor a cause determined. With the limited information provided it is not possible to provide a clinical determination as to the cause of the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, pulmonary embolism (pe), deep vein thrombosis (dvt), caval thrombosis, retained fractured strut, failed removal, filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, pulmonary embolism (pe), deep vein thrombosis (dvt), caval thrombosis, retained fractured strut, failed removal, filter tilt and embedment. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, the patient is reported to have had a history of hypertension, dyslipidemia and smoking. A week prior to the index procedure, the patient underwent an ankle-brachial index study that was suggestive of calcification. The patient was admitted with right lower extremity swelling a day prior to the index procedure, and an ultrasound revealed a non-occlusive thrombus in the proximal greater saphenous vein. Per the implant records, the filter was indicated for dvt of the lower extremities and a planned knee replacement surgery. The patient underwent implantation of an optease retrievable vena cava filter via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately nine days after the filter was implanted, the patient was admitted for an earlier abnormal nuclear stress test that had been done for recurrent chest pain. A cardiac angiogram revealed no angiographically significant disease and a left ventricular ejection fraction of 50-55%. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years post implantation. The patient reported fracture of the filter with the fractured filter struts retained within the caval wall after an unsuccessful percutaneous filter removal attempt; tilting of the inferior vena cava (ivc) filter; blood clots, clotting and or occlusion of the ivc. The patient further experienced anxiety related to the filter and asserts to have developed blood clots in the knee and lungs post filter implant, resulting in swelling, back pain and inability to walk. The patient spent two weeks in intensive care unit (ICU), and four hours in surgery to remove the filter as it tilted and was stuck. The patient also underwent another procedure to remove clots; developed small clots in the lungs; requires ongoing medical visits to monitor the piece of the filter that is retained in the body for possible future surgical removal.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of hypertension, dyslipidemia and smoking. A week prior to the index procedure, the patient underwent an ankle-brachial index study that was suggestive of calcification. The patient was admitted with right lower extremity swelling a day prior to the index procedure, and an ultrasound revealed a non-occlusive thrombus in the proximal greater saphenous vein. The indication for the filter placement was reported to be lower extremity deep vein thrombosis (dvt) with a planned upcoming knee replacement surgery. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately nine days after the filter was implanted, the patient was admitted for an earlier abnormal nuclear stress test that had been done for recurrent chest pain. A cardiac angiogram revealed no angiographically significant disease and a left ventricular ejection fraction of 50-55%. Approximately seven years after the filter implantation, the patient became aware that the filter had tilted and embedded and was associated with pulmonary embolism (pe), dvt, caval thrombosis, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). In addition, the patient underwent an unsuccessful percutaneous filter removal that included the retention of a fractured strut in the wall of the ivc. The patient also underwent a further procedure to remove clots and developed small clots in the lungs requiring ongoing medical visits. The patient further reported having experienced anxiety, knee swelling, back pain and an inability to walk associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, retrieval difficulty and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that retrieval was attempted approximately seven years days after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported chest pain, knee swelling, back pain and difficulty walking experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety is part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.